Event description:
In (B)(6) 2009 my gynecologist and I discussed my options for permanent sterilization. At that time, she recommended essure as a non-surgical, safe procedure with a high-rate of success in preventing pregnancy. At no point was nickel discussed. I had suspected I had a nickel allergy for some time, but it was not confirmed via patch test until (B)(6) 2017. If I had known nickel was part of the implant, I would have passed on the essure. The hsg was performed on (B)(6) 2009 and showed both tubes has closed. Not long after the essure was implanted, I started having itching all over my lower stomach and experienced what felt like overall bloating. Through the years I've developed an increasing brain fog and fibromyalgia-like pain throughout my body. In (B)(6) 2009 I had extreme pain in my lower right abdomen and had my appendix removed (it did not rupture). After the hsg and appendectomy, I started having more intense feelings of bloating that eventually increased to crippling pain throughout the lower pelvic area, but primarily around the right ovary. The same doctor that placed the essure performed an exploratory laparoscopy on (B)(6) 2011 thinking she would find endometriosis. Instead, she found I had a large number of fibrous adhesions connecting organs throughout my pelvic region. She was able to separate my omentum, (which she verbally remarked to my husband was one of the most swollen she had seen), but had to back out due to possible excessive bleeding if she lysed any more adhesions. She recommended a possible hysterectomy. Immediately after my surgery, my husband received a job offer in (B)(6). I also started a new job and waited a while to pursue the matter further, so I could gain enough leave time for the procedure. During that time, the pain was constant and continued to increase making it difficult to function on a daily basis. On (B)(6) 2012, my gynecologist at (B)(6) lysed more fibrous adhesions, and removed my right fallopian tube and ovary. Pathology showed adhesions covering the ovary and tube, as well as a well-formed bleeding cyst in the ovary. The right essure device remained. After the surgery, the pain subsided partially for a few months, particularly on the right side. The pain increased again over the next 4.5 years. I tried pelvic massage therapy to help with the adhesions though it was extremely painful. The brain fog, fibromyalgia-like pain, and bloating also persisted. If I rubbed my hand over my lower stomach, it felt as though someone was taking a glove made of needles and scrapping it across an internal sunburn. My allergic reactions to other substances also worsened. I had given up pursuing treatment and settled into 'this is life' which led to a deep depression. When the black box warning was announced, and I found out nickel was included in the device everything clicked into place. On (B)(6) 2017 I was confirmed for a nickel and cobalt allergy. The same (B)(6) gyn that performed my 2012 surgery recommended an abdominal partial hysterectomy with removal of my remaining fallopian tube and both essure devices. He also had to separate my omentum, bladder, and bowels from one another. Despite having major surgery the pain relief was swift. Though left with scar tissue across my entire abdomen, I can now answer the familiar question, "one a scale of 1-10 how would you rate your pain?" With a 0 rather than a 6. The fibromyalgia pain throughout my body has lifted, and the allergies that had worsened overtime are now barely bothersome. I've been seeing a pelvic physical therapist to help with the adhesions and some pelvic dysfunction that was a result of the hysterectomy. I am 90 percent resolved at this point. However, I am currently being evaluated for early menopause at the age of (B)(6). My hormone and fsh levels are that of a woman in menopause, which brings a whole other set of risk factors at my age.